Event description:
It was reported that during the user inspection, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen response was slow. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing department received touchscreen assy, 12.1 with a reported unit failure of touchscreen slow to respond. The failure analysis and testing dept. Performed a visual inspection of the part received and the part is in a good condition. The failure analysis and testing department installed the touch screen, in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Couldn¿t verify the reported failure. Retaining the touchscreen in the failure analysis dept. Per procedure 0002-07-008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Additional fields: e1 (event site postal code: 7810087, event site state: 39). It was reported during user inspection that the cardiosave intra-aortic balloon pump (iabp) had a touch screen malfunction. There was no patient involvement and no harm reported. A getinge field service engineer (fse) noticed that the touch screen response was slow. It was reported during user inspection that the cardiosave intra-aortic balloon pump (iabp) had a touch screen malfunction. There was no patient involvement and no harm reported. A getinge field service engineer (fse) noticed that the touch screen was slow to respond. Touch screen is unresponsive. The touch screen (0160-00-0123) has been replaced. Conducted an operation check based on the inspection record sheet and confirmed that the equipment was currently in good working order. Unit has been returned to customer and cleared for clinical use.